Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the site was having di fficulty verifying the straight suction. Medtronic representative suspects the instrument is bent. There was no patient present when the issue occurred.